Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed and the separated tip was also returned. The broken end of the tip was crushed to deform in an oval shape. Circumferential cracks caused by tensile stress were observed at the broken end with stretched inner jacket and exposed distal end of the braid tube. The separated tip was approximately 3mm long. Circumferential cracks and necking were observed at the broken end, indicating tensile stress had contributed to separation. The above findings suggested that the tip that was originally 5mm long was stretched to 6mm long, and the tip torn at approximately 2mm from the tip end where located the junction of the polymer-only and polymer-and-braid segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned caravel microcatheter. The applied stress would localize and exceed the product design limit likely when the tip was being pressed and held by the concomitant kusabi balloon. It was concluded this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a heavily calcified, chronic total occlusion (cto) in the left anterior descending artery (lad). After rotablation was performed, the microcatheter was used for wire exchange. A non-asahi kusabi exchange balloon was used to remove the microcatheter when the tip detached and found in the segment 5 under the fluoroscopy. A guide extension and a balloon were used to retrieve the separated tip. The pci was successfully completed. The physician commented that the caravel tip might have been trapped by the kusabi balloon or calcium during removal. There were no adverse patient effects after the procedure.